Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male, pt, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.